Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose level of 582 mg/dl and she experienced the symptom of severe thirst. The patient corrected her blood glucose level at 7:31 am with 5.0 units insulin via a syringe injection and at 11:46 am with 4.2 units insulin via the pump. The patient alleged there was an issue with priming the reported pump. Troubleshooting revealed the patient¿s technique was incorrect by priming the infusion set with less than the required 13.0 units, and for not changing the infusion set/site every three days as recommended. The patient¿s technique was incorrect by not properly priming the infusion set tubing with the required units of insulin. There was no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, and received treatment with insulin, this complaint is being reported.